Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to complete functional test due to missing retainer. The power management tool confirmed low battery alarms and then pump error 25 were triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector , the pump was monitored and functioned properly. No unexpected battery power loss alarm noted. Unit received with severely scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label, missing retainer, missing reservoir tube o-ring and scratched case.

Event description:
It was reported that the insulin pump had unexpected battery power loss. Customer's blood glucose level was unknown. Customer will return insulin pump for analysis.